Event description:
It was reported that the insulin pump had a frozen display, constant tone, and the buttons were unresponsive. The last blood glucose reading was 8.0mmol/l. The battery was changed and the device stated to count up and then alarmed an error. The customer set the time and date. The device asked to rewind and the customer ended doing the rewind with the reservoir inside the insulin pump. Advised and reminded the customer not ever rewind with the reservoir in it. The caller also mentioned that the device was exposed to water while the customer was near the pool. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display on number two and constant tone alarm. Problem isolated with the motherboard. Unable to verify the alarm or unresponsive buttons due to the frozen display. The device had cracked display window corner, scratched screen, cracked battery tube threads, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.